Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage. The event can be detected by following the instructions for use (IFU) which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. And the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: annual inspection of forceps elevator system, light guide lens cracked, leakage from distal end, leakage from vent valve, insertion tube boot damaged, and bending angulations out of specifications. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii duodenovideoscope had no insufflation. Possibly clogged during receipt inspection. During inspection and evaluation, the nozzle is clogged by a solid and translucent material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.